Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic colectomy procedure, the device was fired correctly; it was then reloaded with a new cartridge and fired for a second time. The tissue was transected and staples formed correctly on the rectum, but on the colon side the staples were malformed and had not closed the tissue, leaving it open. A second gun from a different batch was opened but the articulation was not working correctly. If you articulate the head of the gun left it caused the jaws to open and if you articulate right the jaws would close. A third gun from a different batch was opened and worked correctly. Procedure prolonged 15 minutes. There were no adverse consequences for the patient.